Event description:
It was reported that immediately following the implant procedure, interrogation showed low battery voltage and vvi 65 pacing mode. The device was successfully reprogrammed to the desired mode, and subsequent interrogations over the next day or so showed the battery voltage increasing. However, about five days later the battery voltage had dropped again. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 5024m implantable pacing lead (B)(6) 1994. (B)(4).